Event description:
As part of a investigation at manufacturer of internal programming history, it was noted that high impedance results on a system diagnostic test were obtained on this patient after their implant date. It is unk if any interventions were taken to resolve this issue. At this time related to patient privacy laws in italy, no further attempts for information can be made.